Event description:
It was reported that a male pt underwent surgery on '07 with bilateral posterior instrumentation at l2-4. It was reported that both rods were broken at l2. The pt is reported to have minor pain and the surgeon will monitor for now.

Manufacturer narrative:
Device was not returned to medtronic for evaluation. Unable to determine cause of the event.